Event description:
It was reported that the c-arm is moving on it's own. No injury reported. A field engineer was dispatched to the site and determined that the c-arm switch bank was stuck at an angle. He reset the switch, and once this was completed the system was left working as intended.